Manufacturer narrative:
External insulation abrasions were noted at 38.6-38.9cm, 39.1-39.2cm, and 39.4-39.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.1-11.7cm from the distal tip. Internal insulation abrasions were noted at 13.4-15.3cm and 35.0-35.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the svc shock coil were noted at 22.0-22.1cm and 22.2-22.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.2-21.3cm from the distal tip. The sensing conductor was abraded and separated at 21.2cm from the distal tip, consistent with the observation from the field of noise.

Event description:
It was reported that the patient had received multiple inappropriate therapies due to oversensing of noise on the lead. Fracture was suspected. No lead damage was visible on fluoro. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A fracture of the sensing conductor was noted at 34.0cm from the distal tip. External insulation abrasions were noted at 38.6-38.9cm, 39.1-39.2cm, and 39.4-39.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.1-11.7cm from the distal tip. Internal insulation abrasions were noted at 13.4-15.3cm and 35.0-35.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the svc shock coil were noted at 22.0-22.1cm and 22.2-22.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 20.0-20.7cm from the distal tip. The sensing conductor was fractured at this location. This is consistent with the observation from the field of noise.